Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a cutter would not cut during a vitrectomy procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
One opened probe was received with a tip protector in a tray for the report of cutting failure. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. The returned sample was visually inspected and was found non-conforming with foreign matter on the port face and inner diameter of port, and needle bent above the stiffener. The sample was then functionally tested for aspiration, actuation, and cut. The sample was found non-conforming for all functional tests. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter is bent. Gouge marks were observed at the bend area and down the entire length of the inner cutter. The sample was tested with a syringe and no resistance was felt. After disassembly (bent needle and shell removed), the probe was able to aspirate and actuate. The complaint evaluation confirms the probe had a cut and actuation issue. Unrelated to the reported event, the complaint evaluation also indicated an aspiration issue. The most likely root cause for the observed non-conformances is from the bent needle and bent inner cutter. A damaged inner cutter can impede the movement of the cutter shaft, restricting proper actuation and cut functionality. This interference is present as observed from visual condition of the inner cutter. A bent needle and inner cutter can also impede the aspiration flow. The exact root cause of the bent needle and inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. An exact root cause for the bent needle and the bent inner cutter was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).